Event description:
It was reported that a patient was implanted with two gore propaten vascular grafts in a fem-fem and fem-pop bypass procedure. A seroma formation was observed. The seroma was drained, it returned and it was drained a second time. The patient presented with infection and both grafts were explanted. Further investigation is pending.